Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow-up appointment approximately three months ago, this right ventricular (rv) lead was noted to have an out of range lead impedances. Evaluation done at that time was normal and the patient had no symptoms. Now, at a recent evaluation, noise with oversensing and pacing inhibition, as well as, loss of capture was noted on stored events. The patient was pacemaker dependent and experience presyncope. Surgical intervention was performed and this lead was abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.